Manufacturer narrative:
Data analysis was not performed because time between tests exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. No product is expected to be returned. Retained testing from a previous case revealed that test result comparisons met accuracy criteria. No further investigation required. Investigation results from a previous case. The allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples for strip lot 234590 are within the allowable bias. No discrepant results were produced on returned and in-house meters. These meet the above criteria. No further action is required. As of 12/07/2010, forty discrepant result complaint was reported for lot # 234590 yielding a complaint rate of 0.009%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows. Patient's therapeutic range: 2.0 - 3.0 inr.